Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 5x150 smart flex self-expanding stent (ses) was released 3cm and then no longer released. Retraction of the outer sheath of the stent was continued, and the stent was brought closer to the proximal cardiac end with the outer sheath. The entire device was later retrieved with a 7f sheath. There was no reported injury to the patient. The patient had a lower extremity arterial stenosis requiring implantation of smart flex stent. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, the 5x150 smart flex self-expanding stent (ses) was released 3cm and then no longer released. Retraction of the outer sheath of the stent was continued, and the stent was brought closer to the proximal cardiac end with the outer sheath. The entire device was later retrieved with a 7f sheath. There was no reported injury to the patient. The patient had a lower extremity arterial stenosis requiring implantation of smart flex stent. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The product evaluation revealed the smart flex delivery system was returned inside of a non-cordis sheath, and the delivery system is unable to be removed from the non-cordis sheath.

Manufacturer narrative:
As reported, the 5x150 smart flex self-expanding stent (ses) was released 3cm and then no longer released. Retraction of the outer sheath of the stent was continued, and the stent was brought closer to the proximal cardiac end with the outer sheath. The entire device was later retrieved with a 7f sheath. There was no reported injury to the patient. The patient had a lower extremity arterial stenosis requiring implantation of smart flex stent. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for evaluation. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The distal section of the unit is inserted into an unknown non-cordis procedure sheath. An attempt was made to withdraw the unit from the unknown procedure sheath but was not possible. The smart flex unit is stuck inside the unknown sheath. Two kinks were observed on 28 and 30 cm from the proximal end. The condition of the distal tip and the stent was not possible to evaluate because they are inside the unknown sheath. The hemostasis valve is tightly closed. No other outstanding details were observed on the returned device. Functional testing could not be performed due to the device being stuck inside of an unknown procedural sheath. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ could not be verified as the stent delivery system was stuck inside an unknown procedural sheath and could not be separated from the unit. In addition, this resulted in an observance of a ¿stent delivery system (sds) withdrawal difficulty through guide/sheath¿ since the devices cannot be separated from each other. The exact cause of the observed damage could not be conclusively determined during product analysis. Based on the available information and the condition of the device upon receipt, it is challenging to determine the root cause of the events as product analysis was limited. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5x150 smart flex self-expanding stent (ses) was released 3cm and then no longer released. Retraction of the outer sheath of the stent was continued, and the stent was brought closer to the proximal cardiac end with the outer sheath. The entire device was later retrieved with a 7f sheath. There was no reported injury to the patient. The patient had a lower extremity arterial stenosis requiring implantation of smart flex stent. The device will be returned for evaluation.